Manufacturer narrative:
Philips service returned the system to use and scheduled follow-up work. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the pedal failed during clinical use, with the wi-fi led showing red, on an azurion 7 m20. The clinical use of the system was in use. There was no reported patient or user harm.